Event description:
Reporter reported via a distributor that the heater wire pin in the expiratory tube of an rt200 adult dual-heated breathing circuit was bent. The fault was detected prior to pt use. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in other country. The product is not sold in the USA but it is similar to a product which is sold in the USA. An attempt was made to insert a heater wire adapter to the heater wire plug on the inspiratory tube of the rt200 breathing circuit. Results: the heater wire pin in the inspiratory tube was bent inwards making it impossible for the heater wire adapter to be inserted. A lot check revealed no other complaints of this nature for this lot #. Conclusion: heated breathing circuits contain a heater wire socket for connection to the humidifier. Fisher & paykel healthcare implemented improvements to the production process in respect of breathing circuits in oct 2007 with the aim of preventing bent pins from passing the production test. This is achieved through prior identification and rejection of damaged heater wire pins. This event occurred after the production improvements. It is possible that a damaged pin, whilst passing the final electrical resistance production test, can be further damaged during transport or during set-up and connection of the equipment when used. Our monitoring and trending of the incidence of bent pins in adult breathing circuits has a rate of occurrence worldwide of 16 ppm (a total devices affected out of all units sold) in the last year to jan 2009.